Manufacturer narrative:
Additional information was received. The patient did not recover from the complication post tavr. The patient remained hospitalized from the index tavr. The exact cause of death was unknown. There was no problem found with the valve function.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the pusher contacting the aortic wall (device manipulation) caused the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post implant of a 23 mm sapien 3 valve in the aortic position using transfemoral approach, greater than mild paravalvular leak (pvl) was observed. A post dilation was performed and the pvl was decreased to trivial to mild. Tee observation indicated a flap and false lumen at the ascending aorta. As an entry was also present in the ascending aorta, ascending aorta replacement was conducted. During postoperative assessment, cine showed there was no dissection during valve deployment. It also demonstrated the pusher (flex tip) was strongly touching the large curvature of the ascending aorta while advancing the delivery system from aortic arch to the ascending aorta for post dilation. The position of the entry was similar to the area where the pusher had touched to the vessel wall. It was concluded the dissection was caused by the pusher contacting the aortic wall.

Manufacturer narrative:
Section b2 and h1 were corrected (death selected). Edwards received additional information on this case from the japanese tavi registry reporting system as below. As previously reported through the japanese tavi registry reporting system, the patient experienced an aortic dissection with a subsequent aortic root replacement surgery. The patient never fully recovered. Over the next couple of months, the patient suffered from worsening heart failure, reduced physical strength, a deterioration in renal function, and failure to thrive. Almost two (2) and a half months later, the patient expired.